Event description:
It was reported that pt images that had been previously acquired on the 9900 system were not available for recall even though they had been saved. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working an intended and put back into service.